Event description:
The customer contact reported the device alarmed an e437 (software failure) error code). This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a e321 (battery charger timeout) error code and an e321 error code was noted in the device history.

Manufacturer narrative:
During verification testing at the service center, the device alarmed with a e321 (battery charger timeout) error code and an e321 error code was noted in the device history. The customer report of the device alarmed with a e437 (software failure) error code was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.